Manufacturer narrative:
Argus case (B)(4).

Event description:
Hospitalization [hospitalization]. Slimy mouth [dry mouth]. Patient used expired product [expired device used]. "I sometimes add a bit too much, but it's disgusting, my mouth gets all slimy, it does not last, I have to pull it out, get it washed and put it back in." [Wrong technique in device usage process]. "Mint flavor did not work for me" [device ineffective]. I use it at 8 in the morning and at noon I have to re-attach it just so you know [device used for unapproved schedule]. Case description: this case was reported by a consumer via call center representative and described the occurrence of hospitalization in a (B)(6)-year-old female patient who received double salt dental adhesive cream (corega ultra cream without flavor) cream (batch number el7228, expiry date 31st october 2020) for prosthesis user. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (corega ultra cream) cream for prosthesis user and double salt dental adhesive cream (corega cream mint flavor) cream for prosthesis user. On an unknown date, the patient started corega ultra cream without flavor, corega ultra cream and corega cream mint flavor. On an unknown date, an unknown time after starting corega ultra cream without flavor, corega ultra cream and corega cream mint flavor, the patient experienced hospitalization (serious criteria hospitalization), dry mouth, expired device used, wrong technique in device usage process, device ineffective, device used for unapproved schedule and product complaint. The action taken with corega ultra cream without flavor was unknown. On an unknown date, the outcome of the hospitalization, dry mouth, expired device used, wrong technique in device usage process, device ineffective, device used for unapproved schedule and product complaint were unknown. It was unknown if the reporter considered the hospitalization, dry mouth, expired device used, wrong technique in device usage process, device ineffective and device used for unapproved schedule to be related to corega ultra cream without flavor, corega ultra cream and corega cream mint flavor. Additional details: patient sometimes add a bit too much, but it was disgusting, mouth gets all slimy (as reported), it did not last, she had to pull it out, get it washed and put it back in. Patient had an ultra corega, it was not the only one, she bought like 3 of them and it was supposed to last 12 hours. She put it in the morning, get the prosthesis dry, she did not knew if it was done that way, and it did not last, it moves, it comes off, that was patient complaint. Patient did not knew if the formula was changed. Patient bought it in different places. This happened to her another time but it was expired, the one she used now it was not. Patient mouth gets all slimy, it was disgusting, she did not drank a lot of liquids, if she had to go somewhere else because she felt the prosthesis comes off. She felt ashamed, she was too embarrassed. She confirms following the instructions, she used he tablets to remove the product fully. Patient add three stripes of the product and the part that sticks to palate comes off. She used it at 8 in the morning and at noon she had to re-attach it. Sometimes it moves when she eat meat. Patient would gave the bar code to check if it actually belongs to corega air was it something else. Mint flavor did not work for her. Patient had to go to the cardiologist and had plenty of things. Patient was asked about the expired corega she informed that bought it expired in the pharmacy and could not remember if it was changed. Patient was hospitalized two days ago so she could not thought straight right now. She thought it was a year ago. Patient brought the cleaning tablets so it lasts more, had a brush specially for these process, everything set, she could not recall because knew she just could change the prosthesis. Corega was always good, she used the powder, last year it was changed for the cream in saving format by her dentist told to use ultra corega, the one that fixes the most, and when she go and eat something hard, it comes off. The action taken of corega ultra cream without flavor ,corega ultra cream and corega cream mint flavor was unknown.